Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, white particles in the surface of the shell and a crease fold. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a sharp opening in the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge to an unidentified (tear) opening.

Event description:
Patient reported "right side deflation." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Patient reported "right side deflation." Device has been explanted.